Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to electrical contacts of the scope connector being scratched while the user was handling the device which led to unstable connection. The event can be detected/prevented by handling the device in accordance with the following instructions for use: - inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information received regarding device return and device evaluation findings. The returned device was evaluated and customer allegation- b30 scope communication error was confirmed. The defect was caused by corroded and mechanically damaged plug unit. There were few additional findings. The distal end cover was deformed. The adhesive of the bending section cover was separated. The bending tube was shortened. The universal cord had a scratch. The scope connector case was damaged. The plug unit was corroded and cracked. The angulation was less than the specified value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope exhibited b30 scope communication error. The issue was found during preparation for use for an unknown procedure. There was no impact on the procedure and there were no reports of patient harm associated with the event.

Manufacturer narrative:
The device will be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.